Manufacturer narrative:
Philips service re-armed the power supply and returned the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; resolved by re-arming power supply on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.